Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes a tube had a cracked stopper. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged stopper was observed. Visual examination of the photo revealed defective stopper molding; the stopper is defective. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes a tube had a cracked stopper. There was no health impact or consequences reported.